Event description:
It was reported that during a da Vinci-assisted surgical procedure, the 30-Degree Endoscope Plus was not holding orientation. The Endoscope would spin freely and will not hold when in the body. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive Surgical Inc. (ISI) has received the da Vinci product with an alleged issue to perform failure analysis; however, failure analysis is still pending. A Follow-Up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.